Event description:
Information was received that a smiths medical pneupac parapac ventilator was "missing knobs and had no battery power." No adverse effects were reported.

Manufacturer narrative:
Evaluation summary: one pneupac parapac ventilator was received for investigation in fair condition without the battery or battery cap. The device history record review was completed. Upon immediate inspection, the air mix and off/on knobs were missing, confirming the customer's reported issue of "missing knobs". However, the device was able to be repeatedly powered on when a test battery and cap were installed. Therefore, the reported issue of "no battery power" was not confirmed. The unit was able to pass all other functional tests. User interface was noted as the investigation problem source.